Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was reported to be lost. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient lost their personal diabetes manager (pdm). The patient did not feel comfortable using insulin pens, and the patient's blood glucose level subsequently rose to between 300-400 mg/dl as they were unable to deliver insulin. The patient presented to hospital ((B)(6)) and was diagnosed with hyperglycemia and treated with 6 units of novorapid by dr. (B)(6). The patient was discharged home the same day and to use an insulin pen temporarily. A replacement pdm was arranged to be delivered to the patient.